Manufacturer narrative:
Per the customer, there was no sample available for testing in customer product line support (cpls). Qc was recovering +/-2sd of the customer's established mean prior to and on the day of event. Service was not dispatched for this event. No definitive root cause can be determined with the data supplied.

Event description:
A customer contacted beckman coulter inc., (bci) regarding obtaining higher than expected result for hybritech prostate specific antigen (psa) that was generated by the unicel dxi 800 access immunoassay system for one post-prostatectomy patient that was discordant to an alternate method. The customer repeated the sample using a heterophile blocking tube and recovered a lower result that fit the patient's clinical picture. The result was not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.